Manufacturer narrative:
Evaluation results: (type ii endoleak, thoracic aortic ulcer); (endoleak, ruptured vessel/aneurysm).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an 8 cm saccular thoracic aortic aneurysm in 2005 as part of a clinical study. The proximal and distal aortic necks were greater than 2 cm long. Vessel morphology was not reported. It was reported that after the index procedure, a post-operative CT showed a small type iii separation endoleak between 2 stent grafts, and the physician elected to implant another talent stent graft 3 days post-operatively, which successfully repaired the endoleak. It was reported that approximately 2.5 months ago, the patient had fallen and, upon admission, was found to have had a thoracic hematoma/ruptured thoracic aortic aneurysm. A CT showed an acute, extensive intramural and mediastinal contained hematoma with a large "flask-like" ulcer in the distal thoracic aorta just below the distal talent graft. The physician elected to implant 3 talent thoracic stent grafts, which were delivered via the use of an iliac conduit, and the hematoma was successfully resolved. The investigator assessed that the hematoma was related to the device and unrelated to the procedure. In addition, a new type ii endoleak was identified approximately 2 months ago, although the physician was elected not to intervene. As per the investigator, the type ii endoleak was not device-related. No additional clinical sequelae were reported, and the patient is fine.